Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was not used/never implanted. Additional information was received reporting that since (B)(6) 2023, it had been found that the impedances of the electrodes were abnormal. The patient experienced worsened/increased abnormal movements over time, increase in doses of rivotril in (B)(6) 2023 which induced drowsiness and a road accident in (B)(6) 2023. It was unknown if there were any potential cause/contributing factors and unknown if troubleshooting was performed. There were no post-operative complications. Additional information was received reporting that as of (B)(6) 2023, the doctor specified that the patient must be operated on again at the beginning of february for a problem/malfunction of its pacemaker causing electric shocks in the left hemibody. On today's control, the impedances were good bilaterally. The patient was stimulated on the two lower cones with pulse widths of 240 s, frequency of 130 hz. Intensity was 3.4 ma on the left and 3.3 ma on the right.